Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted in order to treat stress urinary incontinence, vaginal vault prolapsed, and massive pelvic adhesions. It was reported that the patient had the concurrent procedures of an abdominal sacrocolpopexy and lysis of adhesions performed during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue, bleeding, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, organ perforation and other injuries following the procedure. It was reported that the patient underwent mesh revision on (B)(6) 2005 due to urinary retention. It was reported that the patient underwent removal on (B)(6) 2006 due to mesh erosion, pain, infection and incontinence. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, bleeding, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, organ perforation and other. It was reported that the patient underwent mesh revision on (B)(6) 2005 due to urinary retention. It was reported that the patient underwent removal on (B)(6) 2006 due to mesh erosion, pain, infection and incontinence. It was reported that the patient underwent a gynecological procedure on 01/03/2006 and mesh was implanted. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05073. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced intermittent bladder spasm, intermittent hematuria, bladder pressure, discomfort, frequent uti, atrophic vaginitis. (B)(4).

Event description:
It was reported that following insertion the patient experienced intermittent bladder spasm, intermittent hematuria, bladder pressure, discomfort, frequent uti and atrophic vaginitis.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05073. The same patient is represented in each medwatch.